Manufacturer narrative:
Corrected: d1, h3 the cause of the damaged housing on ic4736 was likely inadvertent user error. Unrelated to the complaint, the cause of the observed system self check failure during pm was a power management circuit board component failure.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during patient support the impella automated impella controller (aic) fell off the stator and onto the floor. There was visible damage to the plastic housing of the aic. The aic was exchanged for a new one to continue patient support. Later, care was withdrawn and the patient expired.